Event description:
A malfunction occurred on the customer's pump, which triggered a notification, but no notable events were reported prior to this issue. The customer declined to answer whether the malfunction affected their blood glucose levels. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.